Event description:
Oscor model rx58tbv lead implanted on 10/9/92 displayed normal function and stable resistance from implant through 03/26/97. The bipolar resistance ranged predominantly from 800-929 ohms, except the first 3 months post implant, measuring in the mid 700's. On 6/25/97 the bipolar resistance dropped to 677-749 ohms. On 10/1/97 a further drop in resistance was recorded at 568-581 ohms. The lead was reassessed on 11/12/97 and measured a resistance of 440 ohms. This steady drop of resistance is indicative of bipolar insulation failure. The lead was surgically replaced on 12/12/97 due to impending failure.